Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a vizigo and a sting material was found entangled on the splines of the octaray catheter when it was withdrawn from inside the vizigo. It was reported by the caller, that when introducing the octaray catheter back through the vizigo sheath for a remap after ablation was completed; they noticed on the ultrasound image, when the catheter came out of the sheath, that something was on the splines of the catheter. The octaray catheter was removed from the body and checked. They noticed a large string of clear material attached to the splines of the catheter, the material was unraveled potentially two feet long. It was catch up on a ball on the splines. The material looks stretchy, like glue. The vizigo sheath was pulled, it was replaced, and the issue resolved. The case continued and ended successfully. There was no patient consequence. Additional information was received indicating there was no physical damage noted externally on the products; no obvious damage on the octaray. The ¿debris¿ was found tangled around octaray splines under intracardiac echo (ice) when exiting sheath into la on post map (3rd exchange). They physician noticed more than usual fluid being pushed out of sheath tip with ice visualization while advancing when debris was noted on that specific exchange which prompted him to inspect catheter upon exiting sheath.